Manufacturer narrative:
No product will be returned for evaluation

Event description:
The patient's daughter reported her father had spilled insulin in the cartridge housing unit when trying to place the insulin cartridge into his new infusion device. The patient does not speak english. The patient's daughter was advised the father needed training in the use of the infusion device. The daughter reported her father did not want to wait for training and needed to use the infusion device now. The patient's daughter requested and was educated on how to set up her father's new insulin infusion device. She reported there was insulin inside the cartridge housing area of the device. The patient's daughter was advised to remove the cartridge and let it dry for 24 hours before using the infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.